Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with heavy calcification, pre-dilatation was performed with a trek dilatation catheter. A 3.5x38 rx xience prime ll stent delivery system was advanced but could not cross the lesion and was withdrawn from the patient anatomy; however, during the attempt to cross the lesion a dissection occurred and was noted on angiography. Reportedly, two non-abbott stents were implanted to successfully treat the dissection and target lesion. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.